Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported discrepancy between sensor glucose value and blood glucose value and experienced hypoglycemia. Customer reported sensor glucose value was 400 mg/dl and blood glucose value was 77 mg/dl. Customer reported sensor glucose value was 265 mg/dl and blood glucose value was 86 mg/dl. The customer reported that the value difference was not within target range. The hypoglycemia was treated with glucose tablet. The event involved product(s) mmt-399a, mmt-332a, mmt-1884, unk_sensor, mmt-7040b. Troubleshooting was performed. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the incident. No further patient complications were reported. No product return was required for mmt-399a, mmt-332a, mmt-1884. The products unk_sensor, mmt-7040b were requested and customer response was the device will be returned. The customer will discontinue the use of the devices.